Manufacturer narrative:
(B)(4). The complaint for damaged was confirmed in the lab. Baxter received one used set with no cap on spike and no cap on patient connector for evaluation. During visual inspection it was found that the tip of the spike was bent slightly inward and body of spike was bent backwards. The assignable cause was undetermined.

Manufacturer narrative:
(B)(4). This product is manufactured for distribution outside of the united states (us); therefore, it does not have a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. The device has been received by baxter, but the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Event description:
A nurse reported to baxter an issue of damaged transfer set. The nurse stated that the spike got damaged during use. There was patient involvement. There was no patient injury or medical intervention indicated at the time of the initial report.